Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the de novo, 98% stenosed, 3.5x34mm concentric target lesion located in the mildly tortuous left circumflex artery. There was no vessel calcification. Pre-dilation was performed with a 1.25x10mm non bsc balloon and a 2.5x12mm maverick balloon reducing stenosis to 70%. Next a 3.5x38mm promus element stent was advanced but while attempting to cross the lesion met resistance and the stent dislodged. The physician then made an unsuccessful attempt to withdraw the stent back through the non-bsc guide catheter, and the stent "was finally stuck at the radial artery". The procedure was not completed and the physician advised surgery to remove the stent from the radial artery.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).